Event description:
On (B)(6) 2014, the nakoma acp system, part #(B)(4) lot # 21652s (class ii device), was received from the contracted manufacturer. The plate is constructed of titanium according to specification. Certificate of conformance for material and testing are on file. The lot was inspected to an aqp 1 general level 2 and consisted of 23 plates, which required an inspection of 5 according to ansi/asqc z1.4-1993. The lot was inspected with no non-conformances and released to inventory where it was assigned to a surgery set. On (B)(6) 2015 at (B)(6). Dr (B)(6) was performing a three level anterior cervical discectomy fusion. The surgeon used the alliance spine nakoma cervical 14mm plate part #3100i-3007 lot # 216528s and four nakoma 0.400mm variable screws part #3100i-7005 lot #21500s. Alliance spine field representative and engineering manager were present during surgery. The dr. Placed the nakoma plate part (B)(4) lot #216528s in the patient and also placed two nakoma variable screws part #3100i-7005 lot #21500s at opposite ends of the plate. When both screws were in place the doctor then attempted to tighten the screws when one went directly through the plate. The doctor removed the plate and screws were not used. The plate and screws were sent back to alliance spine for a product evaluation. There were no reported injuries. On (B)(6) 2015 alliance spine quality specialist added a statement from the field rep. Regarding the incident. On the same day the nakoma acp syste plate (part (B)(4) lot # 21668s) and four nakoma variable screws (part (B)(4) lot #21500s) were returned back at the main office and was transferred to engineering department for a product evaluation. On (B)(6) 2015 the engineering dept. Completed the product evaluation on both nakoma acp system plate (part #(B)(4)lot # 21668s). And four nakoma variable screws (part #3100i-7005 lot #21500s). The four screws were measured to engineering drawing 3100i-7xxx rev e. The lower head diameter is listed as (0.191 +/- 0.005in). The screws were found to be in compliance with specifications listed below: the two screws that were driven through plate during surgery measured at 0.183 in. And 190 in. (See photo a). The two screws that were not used during surgery were measured at 0.190 in. And 0.191 in. (See photos b and c).

Manufacturer narrative:
Alliance spine awareness date = 01/28/2015. Physician = dr (B)(6). The makoma acp system plate (part #(B)(4) lot # 21668s) that was used in surgery was alos measured using engineering drawing 3100i-3003_3009-01 rev b. The holes diameter is listed as (0.182 +/- 0.0001). The screw through hole was measured at 0.182 in. And was found to be in compliance with specifications. (See photo e). The engineering team recreated the failure using sawbones, screws, and plates with the same part/lot number. The plate was placed on top of the cervical saw bone. The screw was then driven in until a click was heard and locked into place. Then, the screw was driven until it pushed through the plate requiring an excessive amount of force. After, the screws were measured at 0.185in. And 0.187in. (See attached photos and video for reference). The engineering dept. Determined the cause of failure was excessive force and user error. On (B)(6) 2015 quality specialist added both inspection reports and certificate of conformances for nakoma acp system plate (part # (B)(4) lot # 21668s) and nakoma variable screws (part #(B)(4) lot #21500s). Also copy of mkt-106 rev b nakoma surgical technique was also added to the file for verification of proper usage.